Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received six bursts of anti-tachycardia pacing (atp) and five shocks as inappropriate therapy for the supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed device settings as well as available programming options. The patient was given rate control medication. This ICD remains in service. No adverse patient effects were reported.